Event description:
It was reported that the pump had completed infusion 5 hours earlier than expected. Although no medication had been left in the bag, the pump had indicated that 8.7 ml remained. The patient had received all the medication contained in the bag. The continuous infusion rate had been set to 3 ml/hr, with a total reservoir volume of 138 ml. The pump had recorded 124.10 ml as delivered. The air detector had been turned off, while the upstream sensor had been turned on. The total length of the infusion had been 46 hours, and the lock level had been set to 2. The pump had not been used to prime the extension tubing; instead, it had been manually primed with normal saline. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period